Event description:
Lemon prep skin cleanser lot #30675 listed on MFR recall list. The product was removed and quarantined per MFR instructions. Product will be returned to MFR. Product was not used and unopened.